Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since defective samples were not received for relevant testing, the specific composition of the foreign matter cannot be determined, and therefore the exact source of the foreign matter cannot be identified. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii 24gax0.75in ss slm npvc had foreign matter on the morning of (B)(6) 2025, while preparing to administer an intravenous infusion to a patient, medical staff discovered foreign matter trapped in the needle upon opening the packaging of a catheter. Use of the device was immediately halted, and a new closed-system intravenous catheter was substituted. The process proceeded smoothly without causing adverse effects to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.